Event description:
It was reported a patient experienced and was hospitalized the same day for sterile peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. On an unknown date, the patient began treatment with an unknown intraperitoneal antibiotic (dose, frequency and duration not reported). The cause of the peritonitis was unknown. Dianeal therapies were ongoing. The patient was discharged fourteen days after admission. On an unreported date the patient was retrained on aseptic technique. At the time of this report the patient was recovering from this peritonitis event. No additional information is available. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).